Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element ¿ long stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Several stent struts were raised off the balloon material at the proximal end of the stent. It was also noted that the struts were bent distally which is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination of the inner markerband found no issue with their profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the tortuous and moderately calcified left anterior descending artery. A 3.50x38mm promus element long stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.